Event description:
It was reported to physio-control that the customer's quik-combo® adult pacing/defibrillation/ECG electrodes were not recognized when monitoring a patient. The electrodes had been applied to the patient and used together with a lifepak 15 monitor/defibrillator. On arrival in the hospital the patient was transferred to the ICU and the doctor requested pacing therapy. The electrodes had been left on the patient and a lifepak 20 defibrillator/monitor was connected to start the requested treatment. However, the device would not recognize the electrodes. After several attempts with this device, a back-up lifepak 20 defibrillator/monitor was used; this device would not recognize the electrodes either. The user then took a lifepak 12 defibrillator/monitor and a new set of electrodes with which the treatment could be performed successfully. There was patient use associated with the reported event; however, there was no negative outcome for the patient.

Manufacturer narrative:
The devices were checked by the hospital and proper device operation was observed through functional and performance testing. Following evaluation, the devices were put back into use. The used electrodes were discarded and were not returned to physio-control for evaluation. A cause of the reported issue could not be determined.